Event description:
It was reported that when the devices were used during a left thoracoscopy, the approximate lever would not release after depressing the stapler release button. The device was pried from the tissue had to pry the device open to release from tissue. Another device was opened to complete the case. There was no consequence to the pt.